Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description from the partner: "user claims vent alarmed "no ventilation delivered to patient"

Event description:
Hamilton medical ag received the following event description from the partner: "user claims vent alarmed "no ventilation delivered to patient".

Manufacturer narrative:
Investigation is ongoing additional information added in follow-up #1 cer (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The patient was ventilated in asv 1.1 mode from (B)(6) 2023. During this period, the medium priority alarm "low tidal volume" and the low priority alarms "cannot meet target," "check high pressure limit," and "check p-ramp" occurred frequently. No technical errors were logged, indicating that the issue was related to the operator-set values and alarm limits. The event did not cause or contributed to a death or serious injury. Consequently, no harm to patient, user or third party was reported. The most possible root cause of the issue is user error. The ventilator did not fail to meet its technical specifications. Therefore, there was no malfunction with the device itself. The issue is considered a reportable event because it could potentially impact the patient safety during ventilation since the alarms "low tidal volume," "cannot meet target," "check high pressure limit," and "check p-ramp" indicate that the patient is not receiving optimal ventilation." In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since (B)(6) 2023.